Manufacturer narrative:
Atrophy and recurring incontinence were reported. The ams 800 cuff was visually inspected and functionally tested. The cuff had a leak in the shell due to wear at a fold and avulsion. A visual inspection was conducted on the balloon, which did not find any problems. A leakage test also conducted which did not identify any leaks. After visual inspection on the pump, no significant findings was identified. Functional testing not conducted due to a leak in the cuff. Review of the manufacturing records for batch 178932 confirmed that there was a total of (B)(4) units started for this manufactured batch with 1 unit scrapped due to scrap code 23 (crooked rear tip). This nonconformity would not affect the reported complaint reason. It can be concluded that all the finished goods components in this batch were manufactured per process and met all specifications. No ship history, labeling review, or risk review performed per cis product investigation wi, (B)(4). Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered cause traced to component failure. This complaint investigation conclusion code is utilized for an expected or random component failure without any design or manufacturing issue. Based on the results of this investigation, no escalation is necessary. If further information is received at a later date, the product investigation will be reopened to address the additional information. System component: component: balloon, model: 72400024, lot sn: (B)(4), mfg date: 12/10/2017, exp date: 12/09/2022. Component: pump, model: 72404127, lot sn: (B)(4), mfg date: 11/06/2017, exp date: 10/23/2018.

Event description:
It was reported that the patient experienced a replacement of an artificial urinary sphincter due to atrophy and recurring incontinence. A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
Component: balloon: model: 72400024, lot sn: (B)(4), mfg date: 12/10/2017, exp date: 12/09/2022. Component: pump: model: 72404127, lot sn: (B)(4), mfg date: 11/06/2017, exp date: 10/23/2018.

Event description:
It was reported that the patient experienced a replacement of an artificial urinary sphincter due to atrophy and recurring incontinence. A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted.